Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and found no non conformances. Because the pump was not returned to mmdg for evaluation, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump "just stopped working, no warning or error code". They did not advise if the pump alarmed, or if it turned off unexpectedly. Mmdg did attempt to follow up with the initial reporter and obtain additional information, however, they did not provide any additional information. The complaint occurred during testing and did not affect a patient. (B)(4).

Event description:
The initial reporter stated that the pump "just stopped working, no warning or error code". They did not advise if the pump alarmed, or if it turned off unexpectedly. Mmdg did attempt to follow up with the initial reporter and obtain additional information, however, they did not provide any additional information. The complaint occurred during testing and did not affect a patient. [(B)(4)].

Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. When the device was returned to mmdg for evaluation, the pump operated as expected. Mmdg could not replicate or confirm the reported complaint. Based on this information, no MDR would have been required.